Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient didn't have effective coverage. Surgical intervention took place where the patients leads were explanted and replaced. Related manufacturer reference number: 3006705815-2023-05061.

Manufacturer narrative:
Date of event is estimated.